Event description:
Additional information reported the patient experienced an increase in pain. The patient felt like she wasn¿t getting proper dosing. The device was replaced due to elective replacement indicator; the battery was depleted. There was no patient injury.

Manufacturer narrative:
Analysis of the pump and motor revealed gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft -bearing. During destructive analysis, it was noted there was significant residue and shaft wear on the upper shaft of gear 2. There was some residue on the jewel where the upper shaft of gear two inserts into the top bridge assembly.

Event description:
It was reported a pump alarm was heard. The pump was interrogated and revealed a motor stall occurred (B)(6) 2013 at 1719. The patient confirmed hearing the audible pump alarm and was starting to feel symptoms of underdose. The managing physician was on vacation. There were no MRI/emi sources present. The patient was at home when the stall occurred. This is the only motor stall alarm in the logs. The pump was delivering fentanyl and bupivacaine.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.